Manufacturer narrative:
Concomitant product(s): product ID: 7426, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 3387-40, lot# l82821, implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# l82514, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that the patient had trouble keeping it on for 13-14 years. The whole system they had trouble with since the first one. No outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 6000032-2015-00112.